Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance. Later on, the impedance was trending back down. Technical services (ts) recommended device interrogation. The lead remains in service. No adverse patient effects were reported.